Event description:
New information noted that the lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
A partial lead with the pin measuring 47.7cm was returned for analysis. External insulation abrasion was noted at 6.9 - 8.0 cm from the pin consistent with lead friction to another device. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
New information noted that physician ordered a holter to monitor the frequency of oversensing events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed oversensing noise on the right ventricular lead. The patient was asymptomatic and would be seen in clinic for resolution.